Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for: on (B)(6) 2025 (current status), 3 channels sampled, more than 25 colony forming units (cfus) of providencia rettgeri. On (B)(6) 2025 (return maintenance), 3 channels sampled, 12 colony forming units (cfus) of staphylococcus epidermidis. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.